Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during the prime rewind process. The caller stated that he was unable to exit the "preparing to prime" loop. The blood glucose reading was 9.3 mmol/l. He was advised that during seating, the force sensor did not detect the reservoir. Advised replacement of the insulin pump. Nothing further reported.